Event description:
It was observed that during the device evaluation, the subject device exhibited excessive angle knob torque in the u/d knob at 'free,' exceeding the standard value due to wear of the angle wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to some kind of stress such as damage or deterioration of parts and he most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.